Manufacturer narrative:
The patient's age and weight were not provided. (B)(4). Approximate age of device ¿ 3 years and 1 month. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that approximately 3 years and 1 month post implant, red heart alarms occurred during the night while the patient was connected to the power module. The system controller's log file showed 3 pump stoppage events. A percutaneous lead (driveline) investigation showed some suspicious areas on the internal and external portions of the driveline that could have caused the pump stoppage events. A non-grounded patient cable was provided for use with power module a/c power and the patient was discharged. The patient was asymptomatic. A final report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
The device remains in use and was not available for evaluation. Review of the submitted system controller log file confirmed the reported pump stoppages, however, a specific cause for the interruptions in pump function could not be conclusively determined through this evaluation. The submitted log file confirmed pump stoppages. The captured events were associated with active low speed advisory/hazard and low flow hazard alarms. All low speed and pump stoppage events captured in the log file occurred only while the patient was operating on the power module and appeared consistent with a potential driveline issue. The heartmate ii lvas instructions for use (IFU) and patient handbook outline indications of driveline wire damage as well as how to respond to such events. The IFU and handbook also address how to care for the driveline; however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. In addition, these documents outline all system controller alarms as well as the appropriate actions associated with them. The patient remains ongoing on heartmate ii lvas and no further events have been reported. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. The manufacturer is closing the file on this event.